Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported pain and seroma in the right side. The device remains implanted.